Manufacturer narrative:
No smooth breakage. Melted, breakage due to thermal influence. Misuse.

Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude injury or illness that would necessitate medical or surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function. This event, therefore, is reportable per 21cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event a customer reported several eddy irrigation tip broke during treatment. Exact numbers of patients unknown at the moment. For this reported case, no injury resulted and no broken part remained in root canal.